Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for his high blood glucose level of 600 mg/dl. The customer was nauseous, vomiting, had diarrhea, and was spitting up blood. He was wearing his insulin pump at the time of the 911 call. The customer administered insulin injections to bring down his blood glucose level. The product was not returned. Nothing further to report.